Manufacturer narrative:
Birth year: (B)(6).

Event description:
It was reported that complete heart block occurred. Procedure summary: vascular access was obtained via a left transfemoral approach. The patient's anatomy was tortuous with mild to moderate calcification. Annulus diameter measured 25.3mm. A lotus introducer sheath was placed. A 27mm lotus edge valve was advanced into position. There was difficulty locking the 27mm lotus edge valve. The physician attempted multiple times to lock the valve with 1 full and "numerous" partial resheaths performed. Eventually, the 27mm lotus edge valve was able to be locked and deployed. During the procedure, the patient went into complete heart block that necessitated a pacemaker implant. When the lotus introducer sheath was removed, a large perforation in the iliac was noted. The patient was transferred to surgery where a femoral to femoral bypass procedure was performed. The patient did not regain consciousness and died nine (9) days later. Additional information has been requested from the site.